Manufacturer narrative:
The device history record for lot c2460453b was reviewed and the product was produced according to product specifications. All information reasonably known as of 04 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 3011270181-2025-00009 for the first report. Refer to 3011270181-2025-00011 for the third report. It was reported, corgrip sr cause ulceration. Per additional information received on 07apr2025, "the nurse in charge of the nutrition unit, informs that, with the change from polyester umbilical tape to polyurethane monofilament tether, patients are developing ulcers, according to her comments: ¿possibly due to the triangular design with sharp edges¿. She has placed three corgrip sr, and all three have caused ulcers in the patients." It was additionally reported, ¿the treatment for the ulceration was a hydrocolloid dressing solving the ulceration without problems.¿ additional information received on 22apr2025, corgrip was placed on (B)(6) 2025. The ulceration occurred on (B)(6) 2025.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 28 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.